Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: (B)(4), model: sc-2366-50, serial: (B)(4), batch: 16707329.

Event description:
It was reported that the patient was experiencing pinching sensation due to lead migration and high impedances despite reprogramming done. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead was not returned as it was not released by the facility.